Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician successfully placed the first mesh leg, but when he tried to place the second, the capio needle carrier would not fully extend and could not reach the capio cage. The needle carrier was not retracting fully either, and the physician had to actively pull on the plunger to retract it properly. The physician removed the entire mesh device from the pt, and completed the procedure with a gynecare prolift device, without complications to the pt, who is reportedly "fine" post-procedure.